Event description:
It was reported on (B)(6) 2011, that an elective replacement indicator (eri) message was encountered. The time between eri and end of service (eos) was determined to be six weeks. The pt's healthcare provider (hcp) questioned the depletion rate as the pt only used the stimulation about six hours per day. It was not known if cycling was programmed. It was later reported that a longevity calculation was performed, based on the pt's parameters, and the expected life of the pt's device was found to be 3.5 years. The pt used the device four hours per day. However, it was not clear if the pt accurately reported device usage. Cycling was noted to be turned on, at that time. The device was to be replaced in two months. The pt was "doing fine," and felt stimulation. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).